Event description:
The facility alleges the appliers are not closing far enough for clips to "clip". It is unk when this condition occurred or if medical intervention was necessary. No add'l info is available at this time.

Manufacturer narrative:
Device evaluated by MFR: the reported issue was not confirmed. The investigation revealed the applier was received with a cracked knob. During the evaluation, 6/6 clips were tested on the applier and the clips closed without issue. The device worked as intended. Teleflex medical recommended to replace the applier due to the cracked knob. Teleflex medical will continue to monitor for this issue and will initiate a corrective action should an adverse trend occur. Method: actual device involved in incident was evaluated. Performance tests performed. Results: incorrect technique / procedure. Conclusions: no failure detected and product within specification.